Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision was scheduled. Blood testing showed the cobalt level was 3.1 which is elevated. Additional information provided from the per states the revision occurred with the patient experiencing pain. The surgeon stated corrosion was encountered. The head and liner were explanted and zimmer products were implanted. Medical records have not been provided for the revision. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h10 additional medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient was revised for elevated metal ions and altr. During the revision, heterotopic bone was found and removed from the hip capsule. Additionally necrotic tissue and black material around the femoral neck and inside the femoral head was found. A new head and liner were placed. The additional information does not change the root cause from the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: catalog number:00-7711-011-00 lot number:61532708 brand name: m/l taper stem. Catalog number: 00-8018-032-01 lot number: 61542828 brand name: versys femoral head. Catalog number:00-6310-050-32 lot number:61504442 brand name: trilogy liner. Catalog number:00-6202-054-22 lot number: 61578461 brand name: tm modular shell. Catalog number:00-6250-065-40 lot number: 61548930 brand name: bone screw.

Event description:
It was reported that the patient is being revised due to elevated metal ions approximately 11 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant products: unknown m/l taper stem, unknown versys head, unknown liner , unknown cup. Multiple reports were submitted along with this report 0001822565-2021-02963, 0001822565-2021-02982, 0001822565-2021-02991. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported that the patient is being indicated for a revision due to unknown reasons approximately 11 years post implantation. No further event information available at the time of this report.